Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: d9: corrected. Investigation summary. This device was returned for evaluation. A visual and functional assessment was performed on the returned device. The following steps failed: general condition. Check quick coupling for saw blades. Check positioning of saw head. During the service evaluation the following failures were identified: functional : saw head cannot be rotated or locked in new position visual : contact damage. Functional : leak - liquid. Conclusion: failure reported is confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during cleaning, it was observed that water was leaking from the sleeve of the battery oscillator device. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.